Event description:
It was reported that the housing of a small volume infusor flow restrictor was broken. Reportedly, the housing opened and the flow restrictor disconnected, resulting in patient exposure to the solution (fluorouracil). There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Visual inspection was performed on a photograph of the actual device. The inspection verified a broken flow restrictor housing. No cause was able to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.